Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device fails general system test with message to replace clock battery, even after the clock battery was replaced. There was no report of patient involvement.